Event description:
It was reported that a new implanted patient had 3 low flow alarms found on interrogation. Log files were sent for review. The event log file captured low flow alarm events on 10may2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may be due to a patient related issue. The patient's blood pressure ranged between 70 and 78 during the alarm events. Reintubation occurred that morning and hypoxia was present during alarm times. There were also episodes of bradycardia at alarm times. The low flow alarms resolved with decreased positive end-expiratory pressure. A chest computed tomography angiography (cta) revealed patent outflow graft. Additional log files were sent for review. The log file captured a single low flow event on 26may2025. In addition, the log noted 103 pi events in a 9-hour period between 26may2025 and 27may2025. There were no other unusual events recorded in the log file event history. The mcs equipment appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The submitted controller event log files collectively contained events 07may2025 through 10may2025 and 26may2025 through 27may2025, per the timestamps. The log files captured several low flow alarms on 10may2025, as well as several low flow fault flags that were not sustained long enough to activate a low flow alarm. The log files also contained numerous pulsatility index (pi) events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log files. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia and respiratory failure, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 1, also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.